Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not fully deployed as intended. The cannula was not visible, indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies to the needle mechanism were observed. The housing vent was observed to be damaged. The timing and cause of this damage could not be determined. No damage to the environmental seal was observed. The needle mechanism was reset and redeployed successfully using the lock and load fixture. No problem was found. An occlusion during runtime, hazard alarm was observed in the pod data.